Manufacturer narrative:
(B)(4). The customer reported that they were not receiving audio from their mx40 device. There was no pt involvement. The device was returned to philips bench repair for eval. Bench repair found that the case was cracked, the battery contacts were damaged and the device did not provide sound. The display, radio board and case components were replaced to resolve the issue. The device passed all test after the repair. This is not a device malfunction. The issue is consistent with rough use, outside normal and expected (bad battery contacts, case cracked, or corrosion). The repaired device was returned to the customer. Trending for this issue supports that there was no malfunction or health risk and there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The customer reported that they were not receiving audio from their mx40 device. No pt harm was reported.